Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The reported symptom was confirmed and reproduced. Eval experienced a reload set alarm corresponding to the reported symptom, caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had a defective air-in-line sensor. It was also reported that there was no pt incident.